Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level however; value was not provided. It was reported that the customer accidently entered in 7 units instead of .7 units which caused them to go low. Reportedly, customer attempted to self-treat by consuming carbohydrates however; emt's were called to assist customer by providing a sandwich. The customer was instructed to consult with healthcare provider regarding bg level.